Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15499957, model/catalog description: linear st lead kit 50 cm, the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing lost coverage due to the leads having high impedances. The patient underwent a lead replacement procedure and was dong well postoperatively.